Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) due to device not laying properly. The patient underwent a revision procedure wherein the ipg was repositioned, remains implanted and in use. The patient was doing well postoperatively.